Event description:
In the outpt hemodialysis clinic, the pt was inadvertently dialyzed against a 0 calcium bath. Ordered calcium bath was 2.5. Two hrs into treatment, developed severe hypotension, severe pressure-like anterior chest pain. Dialysis was terminated. Pt remained diaphoretic and nauseated. Pt referred emergently to acute care hosp for admission. Pt given IV calcium with resolution of hypotension and chest pain. Kept overnight in hosp.